Manufacturer narrative:
Patient decided to have enterra devices explanted and pursue a different method of treatment. Explanted devices were functioning normally at time of explant. Devices were not saved to be returned for analysis. No further action to be taken.

Event description:
Patient called and states she was implanted on (B)(6) 2025 by dr (B)(6). She complains of soreness and gas. Also complains of gi upset. She was discharged from hospital (B)(6) 2025. She did call the surgeon's office for medical advice and states that nurse told her that symptoms have nothing to do with the stimulator, body is just adjusting after the surgery and medications. She has an in person f/u appt with the surgeon's office on (B)(6) 2025.